Manufacturer narrative:
Typical (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative of battery voltage too low for remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and returned for analysis. No additional adverse patient effects were reported.